Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tissue adhered was the tissue around the esophagus. The tissue was caught inside the jaws. The tissue was released manually using the instrument release kit. There was no bleeding due to this event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and found to have a severely bent grip with severe misalignment of the grip-tips causing issue reported by the customer. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument had tissue stuck and was unable to release. The surgeon ended up opening the jaw of the forceps to release the tissue. The procedure was completed with no reported injury.